Event description:
Consumer alleges using the heating pad for his shoulder and fell asleep. He woke up because the heating pad was very hot and noticed a blister on his shoulder.

Manufacturer narrative:
Consumer admits to falling asleep while using the pad which is abuse of the product and violation of the instructions and warnings provided. There is an instruction that states, 'burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.